Event description:
It was reported that the patient alert triggered due to high impedance on the atrial lead and lead pacing failure was confirmed. Oversensing was also noted while pressing on the pocket. It was further reported that the patient had exacerbation of heart failure as a result. Therefore a lead addition is under consideration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.